Event description:
It was reported that this implantable pulse generator (pacemaker) was found with the right atrial (ra) lead in unipolar configuration and it was inquired if a lead safety switched (lss) occurred as it was initially set to bipolar. One impedance measurements was out-of-range at 2030 ohms but the impedance has been within limits before and since then. Technical services reviewed this device's details and discarded the possibility of a lss as this feature was not available within the specific device setting at that moment. Ts suggested that likely someone reprogrammed the device at some point since implant. This device's ra lead was reprogrammed back to bipolar and daily impedance measurements were turned off. This pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pulse generator (pacemaker) was found with the right atrial (ra) lead in unipolar configuration and it was inquired if a lead safety switched (lss) occurred as it was initially set to bipolar. One impedance measurement was out-of-range at 2030 ohms but the impedance has been within limits before and since then. Technical services reviewed this device's details and discarded the possibility of a lss as this feature was not available within the specific device setting at that moment. Ts suggested that likely someone reprogrammed the device at some point since implant. This device's ra lead was reprogrammed back to bipolar and daily impedance measurements were turned off. This pacemaker remains in service and no adverse patient effects were reported.